Event description:
It was reported that hypotension occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. When the closure device was deployed in the patient, the patient's blood pressure dropped. The blood pressure was unable to be read, and the patient required cardiopulmonary resuscitation. Anesthesia medically treated the patient, and the patient was noted to have experienced an allergic reaction. The patient recovered from this event and the procedure was ended with no closure device implanted. Post procedure the patient woke up fine and is expected to make a full recovery from this event.